Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.

Manufacturer narrative:
The lot number has been provided. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. (B)(4).